Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain') in a 44-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included incompetent cervix (contraindication to the intrauterine device), menstrual migraine (contraindication to estrogenprogestogens) and parity 2. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced premature menopause ("early menopause"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), neck pain ("neck pain"), hypothyroidism ("thyroid dysregulation (hypothyroid)"), arthralgia ("hip pain") and dyspepsia ("digestive disorders"). The patient was treated with surgery (removal of the uterus, fallopian tubes and ovaries). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower, premature menopause, fatigue, myalgia, neck pain, hypothyroidism, arthralgia and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, dyspepsia, fatigue, hypothyroidism, myalgia, neck pain, pelvic pain and premature menopause with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included incompetent cervix (contraindication to the intrauterine device.), menstrual migraine (contraindication to estrogen progestogens.) And parity 2. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced premature menopause ("early menopause"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), myalgia ("muscle pain"), hypothyroidism ("thyroid dysregulation (hypothyroid)"), arthralgia ("hip pain"), abdominal pain lower ("cramps"), neck pain ("neck pain") and dyspepsia ("digestive disorders"). The patient was treated with surgery (removal of the uterus, fallopian tubes and ovaries). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, premature menopause, fatigue, myalgia, hypothyroidism, arthralgia, abdominal pain lower, neck pain and dyspepsia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, dyspepsia, fatigue, hypothyroidism, myalgia, neck pain, pelvic pain and premature menopause with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.